Manufacturer narrative:
Carefusion complaint #: (B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that even with attempting different circuits and cannulas, the reported issue was not resolved. The fsr replaced the device's gas delivery engine in order to resolve the reported issue. The device was tested and returned to the customer operating to service specifications. The suspect component will be returned to carefusion's failure analysis laboratory and when an investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, it alarms circuit disconnect when using the ram cannula in ncpap mode. The customer reported no patient involvement associated with this event.